Event description:
December 30, 2021: additional information received from the physician/author stated that: 1) medtronic product did not cause or cont ribute to the observed deaths or adverse events, 2) unique device identifiers were not available, and 3) no explanted devices were available for return to medtronic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: voigtländer et al. Transcatheter aortic valve implantation in patients with a small aortic annulus: performance of supra-, intra- and infra-annular transcatheter heart valves. Clin res cardiol. 2021 dec;110(12):1957-1966. Doi: 10.1007/s00392-021-01918-8. Epub 2021 aug 13. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation in patients with a small aortic annulus. All data were collected from four german centers between may 2012 and april 2019. The study population included 1,069 patients (predominantly female, mean age 82.8 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 179 were implanted with a medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among all medtronic valve patients, seven deaths occurred within 30 days and 16 deaths occurred within 12 months. No statement was made suggesting a causal or contributory relationship between medtronic product and the death(s). Based on the available information medtronic product was not directly associated with the death(s). Among all medtronic valve patients, adverse events included: severe patient-prosthesis mismatch (ppm), moderate to severe paravalvular leak (pvl), major vascular complications or bleeding, arrhythmia requiring permanent pacemaker implant, and disabling stroke. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.